Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue that was closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 1 closed sample and 5 open and unused samples. One of the open samples received has the needle attached to the thread and the other four open samples received have the needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample and the open sample received with the needle attached to the thread, and the results fulfil the requirements of the european pharmacopoeia (ep): 0.87 kgf in average and 0.74 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 1.08 kgf in average and 0.49 kgf in minimum and fulfilled ep requirements. However, considering the defective samples received and the previous confirmed complaint, we consider this case as confirmed as well. Final conclusion: we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that the needle was not attached to the thread when opening the package. There is no patient involvement.